Event description:
It was reported that during multiple laparoscopic cholecystectomy procedures there were malformed pear shaped clips observed during the cases for the year. There is no confirmation on how may procedures, specific details, event dates or lot or batch numbers for the devices involved in the cases. All devices were discarded. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.